Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had the stimulator removed on (B)(6) 2020 because it was not helping and she had to turn it all the way up. The patient said it wasn't the device. Starting right after implant, the stim was in her legs no matter how it was programmed and it needed to be turned all the way up to feel it in her back where she needed it. Stim was so intense in her legs that she could not stand up. One day, she couldn't take the pain that it was causing and she could not sit down or anything. Even when it was off it felt like it was on. The patient turned it on in front of the hcp and they instructed for the device to be removed. The patient met a rep every friday for reprogramming to try to get it out of her legs, which the rep was able to do, but the stim didn't reach high enough in her back so she had to turn it up. No further complications were reported.